Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with transient light sensitivity syndrome at three month lasik post-operative visit. At visit pt reported light sensitivity that has become worse over the past few months and indicated she "occasionally wears two pairs of sunglasses indoors/outdoors, unable to drive at night since surgery." Additional info from reporter indicated the pt's topical steroid dosage was increased which helped to resolve the reported issue. This report is for the left eye, and additional report will be filed for the right eye.